Manufacturer narrative:
Integra completed its internal investigation on 11/19/2015. The investigation included: method: DHR review - review of complaint management database for similar complaints. Visual examination. Results: date of manufacture: aug-2014. No non-conformance reports were raised during the manufacturing process for this cable. The DHR review was deemed satisfactory. A minimum of 12 month review of camcabl cable customer complaints was completed using the following key words ¿cable to catheter connection failure¿ and the root cause ¿could not duplicate¿ in search criteria. The key word search review of the complaints contained all and/or part of the key words to complete a comprehensive trend review. This review encompassed dates 27-jun-2014 to 13-nov-2015. This is the first identified complaint for the reported failure associated with camcabl cable that could not be duplicated. Reported failure was not confirmed; cable passed functional testing within specifications, no visual defects were observed. Conclusion: since the complaint incident could not be duplicated and the camcabl cable was verified as working to specifications no root cause can be established.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
The cable was not working. When connected to a 1104b catheter and plugged into the cam02 monitor, the monitor read "catheter failure". When biomed changed out the cable, there was no longer an error message.